Event description:
A 16f sentrant sheath ((B)(6)) was intended to be used as a conduit during an unknown endovascular treatment. It was reported during the index procedure, the sheath was placed in the patient and upon removal of the dilator, the sentrant sheath malfunctioned, leading to significant blood loss, though no patient injury occurred. No damage was observed on the sheath itself, but slight damage and bend to the was noted. The 16f sheath was replaced for a new sheath, which successfully controlled the bleeding. The IFU was followed when using the sentrant. Per the physician the cause hemostatic valve leak was not determined. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: the sentrant sheath returned with the seal cap, the catheter seal and slit seal detached from the seal housing and located on the dilator. The dilator was not locked in the seal cap when received. Inspection of the seal cap tabs confirmed deformation to the seal cap tabs. The reported failure to achieve hemostatis due to detachment of the seal cap and catheter seal as confirmed through analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5; additional information received: the estimated blood loss for the patient was 20 cc. A new sheath was opened while the physician applied pressure to control the bleeding. No additional intervention was required. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.